Manufacturer narrative:
This report was originally received on 27 sep 1996. Additional info was received on 28 oct 1996. The lens info supplied in teh intial MDR was a different lens than this report. The returned lens matched the original MDR submission. A questionnaire returned from the MDR revealed a different lens was involved in this event and this info is supplied in section d. The MFR has confirmed that 2 lenses were returned from this MDR for 2 different complaints. Additional info is being sought to clarify which lens was involved in this patient injury complaint. As mentioned in the previous supplemental report add'l info was sought to clarify which lens was involved in this incident. It was determined by the MFR that the lens submitted in the previously filed supplemental report was the lens involved in this incident. The initially reported lens was determined to have been reported to the MFR as a malfunction with no pt injury. This report was mailed in to FDA on: 12/13/1996.

Event description:
Surgeon reports "patient is obese and had iridoreticular adhesions related to laser trabeculoplasty. On placing the lens a rupture of the posterior capsule occurred. The lens was removed (the haptic broke at that time) and a posterior chamber pmma lens was placed in the sulcus after limited anterior vitrectomy. Additional viscoelastic at the time of lens placement may have averted the problem." In addition surgeon reports mild macular edema which is still under treatment and a current visual acuity of 20/30.